Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the service evaluation at the manufacture facility, it was reported that the device had a broken bur stuck in the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
During the service evaluation at the manufacture facility, it was reported that the device had a broken bur stuck in the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.